Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. No evidence of the reported problem was found in event log. Customer problem was verified. Investigation ran three accuracy tests and the pump was found to be under delivering to the manufacturing specifications. The device is tested an found downstream occlusion sensor intermittent. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced expulsor and downstream occlusion (dso) sensor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A corrective and preventative action has been opened to address the reported issue. Initial reporter also sent to FDA and operator of device are unknown.

Event description:
It was reported that the unit is not working properly and customer sent it for evaluation. No patient injury was reported.